Manufacturer narrative:
The glidescope bflex 3.8 single-use bronchoscope complaint sample was not returned to verathon for evaluation. Sample testing with a glidescope bflex 3.8 bronchoscope and shiley 35fr endobronchial tube (et) was conducted. A root cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, upon extraction of the bronchoscope, the anesthesiologist encountered resistance removing the insertion tube. Upon removal, the distal tip detached inside the double-lumen tube (dlt) at the bifurcation of the bronchial and trachea lumens. The patient required extubation and re-intubation as a result. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.